Event description:
Nurse reported that customer was hospitalized, due to diabetes ketoacidosis. Nurse requested information about the bolus wizard and it's functionality. Information was provided and troubleshooting was offered. Nurse declined troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.